Manufacturer narrative:
P-cap locked properly during testing. Pump received with no response from any buttons, problem isolated to the keypad assembly. The j1 connector on pcb1 was locked properly during visual inspection. Unable to perform self-test and displacement test due to keypad anomaly. Unable to download using thus. The keypad traces and electronic assemblies were inspected, and no anomalies noted. The following were noted during visual inspection: cracked case on battery side, cracked case (battery tube), cracked case corner of the belt clip rails near the battery compartment, cracked keypad overlay, stained keypad overlay, and pillowing keypad overlay unit powered up but no keypad buttons responded. Keypad unresponsiveness confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced frozen screen, keypad/button unresponsive/button error. Customer reported down key not working and ok key was not responding sometimes. The customer reported no adverse event. The event involved product(s) mmt-1715kl. Trouble shooting was partially performed and customer reported a frozen display. Customer called back after resting pump for 2 hours and replacing battery. Frozen display continued. No harm requiring medical intervention was reported. Mmt-1715kl was requested and customer response was the device will be returned.